Manufacturer narrative:
(B)(4). Date sent: 4/8/2026. D4: batch # z7050n. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger in the closed position and no apparent external damage. In an effort to replicate the reported incident, the device was tested for functionality. During testing, the trigger could not be actuated, as it was found to be jammed. The device was subsequently disassembled to assess the condition of the internal components. Upon inspection, the trigger was found to be broken, preventing the clips from feeding into the jaws. Additionally, twenty (20) clips were found remaining inside the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review: a manufacturing record evaluation was performed for the finished device batch z7050n number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, could not open the jaw. Opened the jaw manually with big force. There were no adverse consequences to the patient. No additional information could be provided.